Event description:
It was reported that the lead was capped and replaced due to high hv lead impedance in all vectors except for svc to can. The patient was completely asymptomatic prior to and during the case.

Manufacturer narrative:
(B)(4).